Event description:
(B)(4).

Manufacturer narrative:
Hosp could not release device for eval and DHR revealed nothing relevant to this event. Review of similar incidents reported to arthrex, where pump tubing was returned for eval, indicate that operating room procedures related to the set up of the device and associated tubing did not conform to instructions provided with the device and associated tubing set. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. The labeling for the device and the associated tubing, the instruction manual for the pump and a troubleshooting guide for the device provided with each device and tubing set, clearly outlines the proper set up procedure and sufficiently warns the user of the potential consequences (extravasation) if the directions are not followed. However, since the device was not returned for eval, the cause of this event could not be determined.